Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified in right superficial femoral artery. After placing a sheath from left femoral artery, pre-dilatation was performed with a 1.5 coyote es balloon catheter. Further dilatation was done using a 2.5mm x 20mm x 144cm coyote es balloon catheter. However, during initial inflation for 30 seconds, the balloon ruptured and a pinhole was noted. The device was removed without any problem and the procedure was completed with a different device. No complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).